Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when they applied the cautery pencil to the patient, the patient was burned. The customer has indicated that the sample was not retained. The site reported that the hospital biomed tested the sample and found it to heat up as soon as the pencil was plugged into the generator.